Event description:
This freedom driver was not supporting a patient. The customer reported that while performing a system check, he inserted freedom onboard batteries into the freedom driver, the fan would start running, but the driver would not pump. The customer reported to have tried different onboard batteries. This alleged failure mode poses a low risk to a patient because the issue was observed when the driver was not supporting a patient. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.